Manufacturer narrative:
Upon receiving additional information on the reported event, it was determined to be not reportable as the patient did not have the revision. The patient was not experiencing any complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient has a fractured yoke and tibial lucency. No revision has been reported to date.

Manufacturer narrative:
(B)(6) medical product: unknown orthopaedic salvage system bearing, cat#: unknown lot#: unknown; unknown orthopaedic salvage system augment, cat#: unknown lot#: unknown; unknown orthopaedic salvage system femoral, cat#: unknown lot#: unknown; unknown orthopaedic salvage system tibial tray, cat#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-08091, 0001825034-2017-08092. Remains implanted.

Event description:
It was reported that the patient is being considered for a revision surgery on an unknown date for an unknown reason. No additional patient consequences were reported.